Manufacturer narrative:
Patient codes: 2645 labeled na. Internal file number - (B)(4). Correction: lot number was updated from 8032341 to unk; serial number updated from (B)(4) to unk. Correction: manufacturing site updated from (B)(4) to (B)(4). Correction: patient code 2199 was removed and replaced with code 2645. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: the stent of the 2.25 x 23 mm xience sierra was found to be flared and the stent loose and moving on the balloon during preparation. Another 2.25 x 23 mm xience sierra was opened and advanced; however, it failed to cross due to the calcified lesion. When removed from the patient, the stent struts were noted to be flared. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device returned for investigation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. When a guide wire was inserted through the tip of the 2.25 x 23 mm xience sierra stent delivery system, it was noted that the stent was flared and that the stent was loose and moving on the balloon. A new 2.25 x 23 mm xience sierra was used to continue and complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.